Event description:
Event description boston scientific received information that this caller reported that this ventricular lead was programmed to unipolar mode and was unsure why. Noise was noted during isometrics and on stored egrams which is resulting in pacing inhibition. The caller was inquiring about further lead testing in temporary bipolar mode. The patient is asymptomatic.